Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Additional information- sections d-3 (email) and g1: (contact office first name, contact office last name, contact office phone number, and contact office email) have been updated.

Event description:
Customer reported receiving a "sensor end" message on the same day he applied the freestyle libre 2 sensor, and he was therefore unable to obtain readings. As a result, customer experienced "itching in chest" and dizziness and had contact with an hcp who obtained a result of 52 mg/dl on their device and diagnosed the customer with hypoglycemia and administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "sensor end" message on the same day he applied the freestyle libre 2 sensor, and he was therefore unable to obtain readings. As a result, customer experienced "itching in chest" and dizziness and had contact with an hcp who obtained a result of 52 mg/dl on their device and diagnosed the customer with hypoglycemia and administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "sensor end" message on the same day he applied the freestyle libre 2 sensor, and he was therefore unable to obtain readings. As a result, customer experienced "itching in chest" and dizziness and had contact with an hcp who obtained a result of 52 mg/dl on their device and diagnosed the customer with hypoglycemia and administered intravenous glucose for treatment. There was no report of death or permanent impairment associated with this event.